Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their (chronic) left ventricular lead was replaced because the lead was "moving in my heart." No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that their (chronic) left ventricular lead was replaced because the lead was "moving in my heart." No patient complications have been reported as a result of this event. It was further reported that the left ventricular lead was inactivated and replaced due to no capture.